Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed. Analysis indicated that the shaft of the delivery system was mechanically bent. Visual analysis of the lead indicated damage during use. The analyst noted that the delivery system was returned, and the device was deployed. Visual inspection of the delivery system found that the inner shaft was bent at the distal end, and that prevents to recapture the device back into the device cup. Therefore, the articulation, and the flush tests could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant of the leadless implantable pulse generator (ipg) delivery system, when flushing the delivery system did not stop delivering air bubbles. The water ran out at transition between the cup and sheath. The system was never in contact with the patient. A new device was implanted. No patient complications have been reported as a result of this event.